Event description:
While performing CPR on a cardiac arrest pt the zoll monitor was charged to 200 joules, the shock button was pressed and the monitor made "bonking" sound. Their was no evidence the pt received a shock. This was repeated one more time and with the same results.